Event description:
It has been reported to philips that the allura system did not boot up completely. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the powertray and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there is no initialization of the operating software. The system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the power supply and back panel were down. To resolve the issue fse ordered and replaced the pfs272 power tray fru and fru pfs393. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.